Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message as the customer went through the load process with 65 units of insulin. The customer's blood glucose (bg) level was 250 mg/dl, and the customer confirmed that bg level would be addressed after returning home. The customer confirmed that a new cartridge would be loaded and declined further follow-up from tandem technical support.